Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a dull ache and urinary tract infection (uti) symptoms. The patient stated that she a dull ache in her tailbone due to stimulation being so high. The patient turned the stimulation down and it went away. The issue was not resolved at the time of the report. Additional information from the patient reported she felt as though she had a uti and so felt she was voiding a lot more than usual. The patient also stated she felt as though it was triggering her bowel movements as she said she had 4-5 bowel movements on (B)(6) and that was unusual. The patient felt stimulation and comfortable level of 1.2. Additional information from the patient on (B)(6) reported blood in the rectum, uti, and a sinus infection. The patient reported they had bleeding in the rectum since (B)(6) at 7:30 pm. The patient stated it started with a stomach ache, diarrhea and then bleeding. The patient also complained about discomfort in the vaginal area, which was stated maybe a uti. The patient reported a sinus infection and she was breaking in cold sweats, and she felt flu like symptoms. The patient stated they had an appointment with the healthcare professional (hcp) appointment on (B)(6) and she turned stimulation off. The issue was not resolved at the time of the report. It was noted the patient¿s medical history includes diverticulosis, suffers from uti¿s and cold sweats. Additional information from the patient reported they were in the hospital, but did not say why, but the patient noted she did not have a uti and turned her stimulation off. It was noted the issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.